Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. The device was withdrawn, and manual compression was used instead. There was no reported patient injury. The procedure involved retrograde puncture from the right femoral artery using a non-cordis sheath, and the operator had extensive experience using the device. The device was slowly withdrawn at an approximate 50-degree angle, and after pulsatile blood flow in the blood return indicator stopped, the device was further withdrawn by about 1 cm; however, the indicator window did not change color. The operator continued withdrawal and attempted multiple angle adjustments, but the indicator window did not change color. The device will be returned for evaluation.